Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they are unsure exactly about the cause as they feel there has been a decrease in their activity. No steps had been taken and the issue was not resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy syndrome pain and spinal pain. The patient reported that she was charging more often. The patient reported that she felt like the battery inside her didn¿t last as long. The patient reported that the ins battery used to last a couple of weeks and now it lasted just under a week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.